Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump¿s battery life was shorter than expected and the issue had occurred with multiple batteries. During troubleshooting, it was noted that there were ¿low battery¿ warnings in the alarm history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the black box showed evidence of short battery life, and unexplained reboot, and battery alarms on the complaint date. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete investigation. Current draws were found to be out of specifications. The pump casing was removed and there was evidence of moisture contamination found on multiple internal pump components. Unrelated to the original complaint, investigation revealed vertical lines through the display and a crack in the pump casing where the keypad meets the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).